Event description:
Customer reported hospitalization due to high blood glucose. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 419 mg/dl. Treated with manual injection. The blood glucose reading at the time of the event was 738 mg/dl. Customer was feeling pain in the back, shoulder and chest. The blood glucose readings would not come down. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test. Scratched display window and cracked reservoir tube lip noted.